Manufacturer narrative:
Batch review performed on 11 december 2023: lot 2116887: (B)(4) manufactured and released on 20-jan-2022. Expiration date: 2027-01-03. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had knee pain and instability and the cause is unknown. At about 1 year and 3 months post primary, the surgeon revised the poly (implanting a 2 mm thicker liner) and surgery was completed successfully.